Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 29-jun-23.

Manufacturer narrative:
(B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to completion of the investigation on the (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: (B)(4) unit of lot number c1995041 of echo-hd-3-20-c was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: distal end of needle examined and distal break observed approx. 6.7cm from tip of the sheath (ipe0402), distal tip of needle not returned. Functional inspection: sheath extender able to advance and retract with no issues, needle able to advance and retract with no issues. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1995041 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1995041. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: images received appear to show fluoroscopic images of the needle, these underwent an image review analysis where the distal needle break was not confirmed via photograph or ultrasound. Clinical input received stated that the image review conducted was of an image where the needle fracture was not present at that moment and thus there is no discrepancy between the reported complaint and the image review, the reported issue of a broken needle is still valid. (Ref. Attached: pr 398453_clinical input received on image review) root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the user employing excessive force in attempting to withdraw the needle from the lesion contributing to the distal break as additional information in q.12 of the patient/event info - notes confirmed that the reported issue was observed during needle retraction. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle was broken distally when the user attempted to collect the sample. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient outcome is unknown. Investigation findings conclude that a possible root cause could be attributed to the user employing excessive force in attempting to withdraw the needle from the lesion contributing to the distal break as additional information in q.12 of the patient/event info - notes confirmed that the reported issue was observed during needle retraction.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Under the guide of ultrasound endoscope user advanced the needle into pancreas tail which isanechoic target area. User pulled out the stylet to conduct the punture to collect the sample but found out the needle broken along the notch.the broken needle tip was not found.